Event description:
Customer called for training on how to perform a control solution test. Customer further reported subsequently experiencing an unspecified injury. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The medical event was related to a training issue, hence there is no indication of a product malfunction. Therefore no further investigation of the product is required. The date of event is unknown.